Event description:
Reportedly, the endo clip l device was applied to the cystic duct, but bile leakage was confirmed. Fired another endo clip ml device to stop the leakage. After that, the clip of endo clip l device would not form properly. Procedure type: lap. Cholecystectomy